Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.